Manufacturer narrative:
Additional information: annex d codes added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
One onyx frontier drug eluting stent was implanted to treat a non-tortuous, mildly calcified lesion with 50-70% stenosis in the distal left main (lm) coronary artery. The device was not inspected prior to use. Negative prep was not performed. The lesion was not pre-dilated. The device did not pass through a previously deployed stent. Resistance was not encountered when advancing the device. Excessive force was not used during delivery. It was reported that stent concertina deformation occurred post dilation.  One 5f non-medtronic guide catheter was used. Two non-medtronic guidewires were used, one in the lesion in the distal left anterior descending artery (lad), and the other in the distal circumflex (cx) artery. Direct stenting was performed with the onyx frontier device. The stent was deployed at 18 atm for 35 seconds. Ivus imaging was performed. The stent was post-dilatated with a non-medtronic 3.5x15mm balloon at 24atm for 25 seconds. Ivus imaging was performed again. Further post-dilatations were performed with a non-medtronic 4x12mm balloon at 24atm for 15 seconds. Ivus imaging was performed again. An angiogram performed suggested that the proximal portion of the stent was crushed. In the ivus imaging it was found that the proximal portion of the stent was "floating" in proximal portion of the left main. Further post dilatations with a non-medtronic 4x15mm balloon 20atm for 30 seconds were performed. Ivus imaging was performed again. It was stated that there were still hyperdense images during the angiogram on the proximal portion of the stent, but ivus images showed a well affixed stent. The patient is alive with no further injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Image analysis: both ivus and fluoroscopy images were provided to support the device investigation. The fluoroscopy images confirm the lesion in the left main (lm) and deployment and post dilatation of the stent. The reported haziness of the stent does appear to be stent deformation on the proximal end of the stent. The images do not appear to show any interaction with accessory devices that may have contributed to the issue. Ivus images show that the stent appears to have been malapposed during initial deployment. Ivus also appears to show a waist mid stent that seems to be impacted by the presence of calcium of the vessel. The vessel morphology and the malapposition of the stent appear to have contributed to the stent deformation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.